Event description:
The customer reported that on (B)(6), 2022, at 9:57am the tm80 telemetry transmitter (telepack ID: (B)(4)) did not generate a tachycardia alarm. No patient injury was reported.

Manufacturer narrative:
Mindray's service representative tested the tm80 telemetry transmitter (telepack ID: (B)(4)) and it performed per to specification. Under simulation the tm80 telemetry transmitter generated both tachycardia and extreme tachycardia alarms when the algorithm criteria was met. Cardiac rhythm strips and event list screenshots were collected for review and are under evaluation.

Manufacturer narrative:
On february 22, 2022 at 09:49:10 am, the system triggered a hr high alarm. Between 09:50 am and 09:57am the hr exceeded the extreme tachy threshold, however no alarm was emitted. The system was tested using a simulator and performed per specifications. The cause of the reported event could not be determined.

Manufacturer narrative:
Upon further inquiry it was determined that cardiac rhythm strips and event list screenshots of the reported occurrence were not available. The workstation logs were collected, and additional efforts are in the process to obtain the required data to complete the investigation.